Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via phone call that the customer had keypad issues. It was stated that the esc button would not respond. She inquired about unresponsive keypads and the effects of nonresponsive buttons. The technician explained the unresponsive keypad and button error alarm. Customer's blood glucose value is unknown no troubleshooting was done and the insulin pump was not replaced or returned for analysis.